Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed failed battery test and blank display. Customer's blood glucose level was 8.2mmol/l at the time of the incident. It was reported that the customer received a new battery cap but the failed battery test alarm persisted, so they took the battery out and reinserted resulting in a blank display. There was no indication of troubleshooting or the issue being resolved during the call. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Device was monitored and no low battery alert, unexpected battery power loss alarm, replace battery alert, replace battery now alarm or blank display anomalies noted during testing. (B)(4).